Manufacturer narrative:
The reported events were patient deceased and stylet could not be removed. As received, a partial lead was returned in two pieces. The reported event of stylet could not be removed was confirmed. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil due to excessive forces during the procedure. Blood was noted inside the inner coil distal to the connector pin. The cause of the reported event was due to the blood inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal.

Event description:
Related manufacturing reference number: 2017865-2024-22658 it was reported that the patient presented to the hospital with worsening kidney failure in early january. In the hospital, it was noted the patient was very sick and had several implanted devices to treat various diagnoses. The patient experienced cardiogenic shock, atrial fibrillation with rapid ventricular response and sepsis while in the hospital. No endocarditis was noted. The physician decided to explant the implantable cardioverted defibrillator (ICD) and right ventricular lead. During the procedure, it was noted that the stylet failed to advance in the lead. The physician attempted to use an alligator cable to extract the lead but was unsuccessful. The ICD and lead were eventually explanted successfully. Towards the end of the procedure, while the physician was explanting a different competitor device, the patient's right ventricular function started deteriorating. The physician achieved hemostasis and the procedure was completed. The patient was transferred to the intensive care unit post procedure. The physician indicated they had no complaints or concerns at that time and there was no allegation that any of the patient's diagnoses were caused or contributed to by the ICD system. The patient passed away due to sepsis and heart failure on (B)(6) 2024. There was no allegation that the patient's death was caused or contributed to by the ICD system or related procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal.